Event description:
It was reported that approximately two hours into a thyroidectomy procedure the emg tube obstructed the patient's airway. An emergency tracheotomy was performed. The patient was stabilized.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
This product is used for therapeutic purposes. (B)(4). The device was discarded by the user facility; therefore, an evaluation could not be performed.